Event description:
It was reported that patient was hospitalized for driveline infection. There was driveline power fault alarm on 18sep2024. They denied any trauma to driveline. Modular cable appeared to be in acceptable condition; system controller was in poor condition. Log files captured driveline power fault alarms beginning at 12:50 on 18sep2024. The alarm cleared with exchanging modular cable and system controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults and damage to the system controller (serial number: (B)(6)) was confirmed via log file analysis and evaluation of the returned controller. Upon initial inspection, it was noted that the black power cable was damaged. The black power cable internal resistances were measured, and it was found that all of the internal wires had raised resistances, indicating internal wire fatigue. The system controller passed preliminary testing without issue or alarms. The driveline power fault alarms were not able to be reproduced with the returned cable and controller. A review of the submitted and downloaded log files from the reported event date of 12sep2024 showed a driveline power fault alarm activating at 12:56 due to intermittent fluctuations of the power b signal. The driveline was disconnected at 14:36:27, consistent with the reported controller and modular cable exchange. The driveline power fault alarms did not prevent the pump from operating at its set speed while the driveline was connected. The log files did not show any indication of an issue with the system controller. Provided information indicated that the system controller and modular cable were exchanged, and that the alarms have not reoccurred after the exchange. The root cause of the driveline power fault alarms was determined to be due to the wire fatigue in the modular cable and could not be correlated to an issue with the system controller. The root cause of the damage to the system controller was not able to be conclusively determined via this analysis. The device history records were reviewed and found no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.